Event description:
The surgeon was using the device. The surgeon could not create a seal at cervix. Manufacturer was contacted and troubleshooting was performed with no success. A new device was obtained and the procedure was completed. There was no harm to the patient.what was the original intended procedure?ablation.device #1is this a laboratory device or laboratory test?no.